Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; narrow vessel); (cause is unknown). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; narrow vessel); (cause is unknown).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the neck angle was 10 degrees and vessel diameter of proximal neck was 22mm. The vessel diameter of the aneurysm entrance was 25mm. The maximum vessel diameter of the aortic aneurysm was 37mm. The distal aorta was 24 x 20mm). Vessel diameter of right common iliac artery was 15mm. Vessel diameter of left common iliac artery was 14mm. The minimum vessel diameter of right external iliac artery was 9mm and the minimum diameter of left external iliac artery was 8mm. Proximal neck length (centerline) was 16mm and the aortic aneurysm length was 106mm. Right common iliac artery length was 29mm and the left common iliac artery length was 45mm. During the index procedure and after deployment of the main body, a contra limb was delivered with difficulties due to the delivery system getting stuck at the entry of the proximal aorta aneurysm ( narrowed section of the aaa). The physician was able to deliver to the upper side since the patient's body was pushed (patient stomach was pushed making it easy to be inserted from the contra side since this changes the angle of the contra gate). No other events were noted; however, a possible type ia endoleak was confirmed from the proximal side through the final angiography. The physician elected to perform touch-up; however; the endoleak did not resolve. The physician elected to implant the aortic cuff but the leak still remained. The patient will continue to be under observation. Two weeks later updated information confirmed that the endoleak self-resolved. No clinical sequelae were reported and the patient is fine.